Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl resulting in an emergency room (ER) visit. Bg level resulted in the customer bumping their head. Prior to the ER, the customer adjusted the pump bolus settings and delivered a correction bolus. While at the ER, the customer was treated with lantus and had blood work performed. Customer left the ER with a bg of 320 mg/dl feeling "fine". Recommendation was made to consult with their health care provider to discuss diabetes management.